Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure was completed with another axium coil. The cause of the non-detachment was not determined. There were no issues prior to coil-non detachment. There was no pushwire damage observed after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil would not detach. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured mca aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3 mm and neck diameter 2 mm. The patient¿s blood flow and vessel tortuosity was normal. The axium coil would not detach using an instant detacher (3 attempts). The healthcare provider tried the manual detach method many times without success. The healthcare provider tried to detach with an additional instant detacher. There were 2 manual attempts at detachment via hypotube. There was no issue with the instant detacher. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter sl10, guidewire synchro14.